Manufacturer narrative:
The reported event of failure to advance stylet was confirmed, whereas the event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was retracted and covered with body fluids. X-ray examination found the inner coil was overtorqued inside the connector region which was consistent with procedural damage. The cause of the reported event of failure to advance stylet was due to the overtorqued inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited unacceptable threshold values. Also, it was noted the stylet failed to advance in the right ventricular lead. The right ventricular lead was not used and replaced. The patient experienced no consequences.